Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Unit received with end cap broken off. The p-cap does lock properly. Insulin pump received with corroded battery tube.

Event description:
Information received by medtronic indicated that insulin pump had cracks at bottom. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.